Event description:
It was reported that, during implant testing, the system could not convert the induced arrhythmia. An external shock was required, and it too was unsuccessful at converting the induced arrhythmia. The pads on the external defibrillator may have not been optimally placed and CPR was required. Next, the doctor repositioned the system more superior. Again, the system failed to convert the induced arrhythmia. This time, the external shock was successful. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the system could not convert the induced arrhythmia. An external shock was required, and it too was unsuccessful at converting the induced arrhythmia. The pads on the external defibrillator may not have been optimally placed and CPR was required. Next, the doctor repositioned the system more superior. Again, the system failed to convert the induced arrhythmia. This time, the external shock was successful. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.